Event description:
The manufacturer received information alleging a ds2adv auto CPAP device had smoke coming from it and was hot. The patient/user woke up, smelled smoke and found the machine was hot. There was no change in performance, but patient saw and smelled smoke. There was no report of visible flame or fire. There was no report of serious patient harm or injury. There was no medical intervention reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.